Manufacturer narrative:
The customer sent samples out to laboratories for further evaluation. One of the laboratories initially typed the patient as group ab+ (manufacturer of antibodies used not provided). However, when they washed the cells with saline and retested, the sample typed as o+. These results indicate there are likely interfering substances in the patient sample affecting the outcome of results. No details regarding the laboratory's quality control results, testing procedures or reverse grouping results were provided to ocd. A review of the complaint history for all anti-a, anti-b and anti-a,b bioclone reagents for the last six months indicates no similar complaints against these products.